Manufacturer narrative:
(B)(4).

Event description:
The customer experienced issues with high albt2 tina-quant albumin gen.2 results for qc material and patient samples since (B)(6) 2017. The customer tried different lots of qc material, calibrated multiple times some of which failed with errors, and changed the sample probe and reaction cells. Data was provided for one patient tested on (B)(6) 2017. The initial albt2 result on a urine sample was 33 mg/l and the repeat result on (B)(6) 2017 was 25 mg/l. The erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 219743. The expiration date was requested but was not provided. The field service representative found there was a misadjusted rinse volume on the sample probe wash station. He adjusted the rinse volume and the customer ran calibration, qc, and precision testing with results within specification.